Event description:
It was reported that the pump exhibited a plunger sensor error. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection results were not included in the device analysis. A review of the event history log identified battery check syringe plunger sensor in the history. During functional testing the check syringe plunger sensor error was found at power up process. The root cause was caused by the customer's incorrect assembly of the device. Reassembled the whole plunge assembly. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).